Event description:
It was reported that the pulse generator could not exhibit a magnet response. The device functioned normally through electrocardiography. The device remained implanted.

Manufacturer narrative:
No medwatch form was received.